Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient heard the device emitted beeping tone. During device check it was noted that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Boston scientific technical services (ts) provided measures for troubleshooting. In addition, the impedance measurement with arm movements rose from 110 ohms to 120 ohms. Further, there was some noise observed on shock channel. Additional information was received indicating that a defibrillation threshold (dft) test was performed and got a normal impedance measurement. The cause of the clinical observation was not conclusively determined as chest x-ray revealed normal findings. This system remains in service. No additional adverse patient effects were reported.